Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "¿device rupture". This record is for the right side. Device remains was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening device assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.5., b.6., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "¿device rupture". Healthcare professional later reported capsular contracture, baker grade unknown. This record is for the right side. Device remains was explanted.